Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging the subject pump would not power on. At the time of troubleshooting, the patient confirmed using new batteries. Confirmed battery inserted in correct direction and that battery cap was secured to the pump. It was noted that the yellow o-ring was not visible. There was no visible damage to pump casing or battery cap. In addition, the patient denied corrosion within battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): a review of the pump history indicated several reboots occurred prior to and on the reported event date. Visual inspection revealed no damage to the battery compartment. Evaluation revealed that the battery cap contact height was out of specification, causing an intermittent connection. A test battery cap was used, and rebooting was not duplicated.